Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was black and the led light around the wake button was flashing green. Reportedly, the customer was unable to turn the pump on with the wake button or by plugging in the pump into a power source. The pump had been plugged into a power source for 30 minutes and the display would not turn on. The customer's blood glucose level was 140 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.